Event description:
Rt foot wound with dorsal skin necrosis. Initial debridement day #3 wound appeared stable, dressing started on day #4. Subsequent c & s = st aureus, dressing and serial debridements with change every 24 hrs but wound necrosed wherever dressing sponge was. Systemically temp spikes, renal function deteriorated, pt became confused with "panicky" affect, and increased dressing discontinued day #11 because of local wound deterioration and overnight pt "woke up" and temp spikes stopped. In 48 hrs temp average was 4 degrees lower. In 22 hrs transferred out of ICU. Now at two weeks from placement of dressing, fingertip desquamation appears to have started. Have not only a case of systemic toxicity but possible tss. Attempt has been made to reculture wound and submit organisms for toxin assay. Quantitative ("semi") counts while dressing in place were lower than after dressing removed; systemic sxs inversely related.